Manufacturer narrative:
Four samples and one photo were provided to our quality team for investigation. No defects were observed on any of the needles or packages. The seals of all the packages were measured and found to have slight variation; however, all were within acceptable limits. The photo shows one packaged syringe, and the reported condition could not be confirmed from the photo received. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number: 3324374. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide. Device failure: package difficult to open.

Event description:
No additional information.

Event description:
It was reported that the bd safetyglide package had poor perforation / slit. The following information was provided by the initial reporter translated from german to english: we would like to inform you that in the course of processing/packaging of the needles we found out that the distance of the perforation in the packaging is irregular and there is a difference in the width of about 2mm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.